Event description:
It was reported that a bed canopy system with support surface model 8060 needs zipper and netting repaired, no specific location reported. No pt injury reported. Inspection shows that one of the windows has a small hole in the netting which could potentially cause or contribute to a serious pt injury.

Manufacturer narrative:
(Other) zipper damaged - (other) netting damaged - eval results - (other) the backside large window has a small hole in the netting. The right side on the end of the canopy the let leg has 1 inch broken stitches. The small windows zipper slidery body and box is missing.